Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of cardiac arrest and death as listed the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling .

Manufacturer narrative:
(B)(4).. Subsequent to the initial filed report, additional information received indicated that the patient death is not related to the xience xpedition; however, since the initial report has already been filed, it will remain reportable. No further investigation is required.

Event description:
Subsequent to the previously filed medwatch report, the additional information was received: on (B)(6) 2015, the patient expired. Per physician, the patient death was unrelated to the implanted xience xpedition stents and unrelated to the index procedure.

Manufacturer narrative:
(B)(4). Concomitant products: stents: xience xpedition (2.5x28mm, 3.0x23mm). Other: clopidogrel, aspirin. The stent remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 2.5x28mm, another 2.5x28mm, and 3.0x23m xience xpedition stents were implanted in the mid-left anterior descending (lad) coronary artery. On (B)(6) 2015, the patient had another percutaneous intervention (pci). During this intervention, the ostial lad was 50% re-stenosed. The mid lad, containing the xience stents was patent. On (B)(6) 2015, the patient was found not breathing at home. Emergency responders arrived. The patient had no vital signs and had expired. No autopsy was performed. Per study physician, the relationship of the death to the device is unknown. There was no additional information provided.